Manufacturer narrative:
The insulin pump was received with a white spot on the upper left hand corner of the display and pump error 41 during rewind due to corrosion on the electronic assembly also, moisture damage was found on the motor and force sensor during our visual inspection. The insulin pump failed the leak test; leaked at the case behind the pump near the battery compartment. Unable to perform the self-test, displacement test, rewind, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to pump error 41. However, the insulin pump powered up properly after battery installation. No blank display noted however. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage and blank display from the insulin pump. The customer's blood glucose reading was 9.3 mmol/l. The customer stated that the pump suddenly vibrated 20 minutes ago and there was a blank display and unresponsive buttons. The customer stated that the pump was exposed to water in the morning. The customer was advised to insert new aa battery. The customer stated that the display did not return. The customer will be sent a replacement pump. The customer will return the pump for analysis.